Event description:
Customer reported unexpected negative reactions on the echo when performing a 3 cell screen on a patient sample with a known anti-e. The sample was re-tested on the echo and resulted as negative. No transfusion reactions have been reported as a result of the negative reactions.

Manufacturer narrative:
Review of instrument images: review of the initial testing on echo shows negative reactions for all cells. Cell 2 is the only e positive cell on the panel and appears negative. The positive control well appears as expected. Repeat testing shows negative reactions for all cells. Cell 2 is the only e positive cell on the panel and appears negative. The positive control well appears as expected. Confirmed the reactivity of the e antigen on retention capture-r ready screen 3, lot r074 using anti-e. Customer did not return sufficient sample for further serological testing.